Event description:
It was reported that at the end of an ercp (endoscopic retrograde cholangiopancreatography) procedure, when the user retrieved the subject videoscpoe from the patient, they discovered that the distal end cover was not on the scope. They went back in and found the distal end cover in the patient's throat and used a forceps to retrieve it successfully. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The following patient identifier are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00012. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction to d4 - primary UDI number: this supplemental report is being submitted to provide a correction to primary UDI number which was inadvertently marked as (B)(4).

Event description:
No additional information was received from the customer.